Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. Upon interrogation post-procedure, it was noted that the right ventricular - rv lead exhibited intermittent capture. During the replacement procedure, the rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.